Manufacturer narrative:
Eval: the device was returned in an opened and used condition. An investigation confirmed the separation of the hub from the sheath material. This separation appears to be the result of an inadequate seating of the flare. Our qc dept verifies the hub is firmly attached to the sheath material prior to shipping. Therefore, the appropriate individuals have been notified of this matter. We will continue to monitor for similar situations.